Event description:
It was reported that balloon rupture occurred. The target location was located in the superficial femoral artery. A 6.0mmx80mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres for nominal pressure. The device was removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 46mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The target location was located in the superficial femoral artery. A 6.0mmx80mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres for nominal pressure. The device was removed and the procedure was completed. No patient complications were reported.